Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board pcb and the loudspeaker were replaced. The replaced part was returned for investigation. The provided logs confirmed the reported technical error codes at 10/06/2021. The technical error code indicating internal memory error generated when the ventilator was manually re-started several times. The investigation revealed that the technical error code indicating low loudspeaker alarm sound level could be reproduced when the returned loudspeaker was connected in a test panel. The investigation revealed that the returned pcb passed all tests without any discrepancy when it was connected to a test ventilator. The conclusion is that the reported indicating low loudspeaker alarm sound level was due to defective loudspeaker. The technical error code indicating internal memory error could not be reproduced during the investigation. The most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error code indicating internal memory error. There was no patient harm. Manufacturer ref. #: (B)(4).